Manufacturer narrative:
The reported event of stretched helix was confirmed. As received, a complete lead was returned in one piece for analysis. X-ray and visual inspection of the lead found the helix was stretched, consistent with procedural damage. No other anomalies were noted.

Event description:
During an implant procedure, helix damage occurred on the right ventricular (rv) lead when the helix stretched while repositioning the rv lead. The rv lead was extracted and replaced to resolve the event. The patient was in stable condition.